Manufacturer narrative:
(B)(4). Complaint was not given to regulatory affairs from customer service for processing until ((B)(4) 2013). Potential for injury associated with a broken caster on a 66550 bariatric rollator. This can cause instability with the product and potential for end user to fall.

Event description:
The dealer states the caster is broken.